Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose of 498 mg/dl, treated with insulin drip. Customer's symptoms were nausea and vomiting. Customer declined troubleshooting. Customer was not sure of the date he was hospitalized. Customer was not feeling well. Customer was wearing the insulin pump at the time of hospitalization. Customer declined further troubleshooting. No further information reported.